Event description:
The customer reported that a camera error message was displayed on the 7900 system. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an on site investigation. The service rep replaced the frame grabber, reloaded the software, and reconnected the connectors of the image processor computer. No further info is available at this time.